Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant, loss of capture threshold, increased pacing impedance, oversensing and undersensing were observed on the right ventricular (rv) lead. A new lead was successfully implanted to resolve the event. The patient was in stable condition.